Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that poor reprocessing caused corrosion which weakened the direction pin causing it to break easily with less force than usual. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that following the completed procedure, the sheath connection (connector pin) from the oes elite, high definition autoclavable telescope was found damaged. There was no delay or impact to the procedure and no harm to the patient reported.

Manufacturer narrative:
The device was returned to the service center for evaluation and the customer¿s reported issue was confirmed. The connector pin was damaged and missing. A review of the (DHR) manufacturing and quality records for the affected lot number was reviewed without detecting any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.